Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that pt's aortic neck was 3.5 cm long. The bifurcated stent graft was deployed below the lowest renal artery (right). It was also reported that during the procedure the delivery system quick release button disengaged. One day after the procedure the pt presented with a partially occluded right renal artery. The stent graft was found to have landed slightly titled and partially occluded the right renal artery. A stent was implanted to cannulate the renal artery and that successfully resolved the occlusion. No additional clinical sequelae were reported and the pt is fine.